Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned paddle lead found it had been cut during the explant procedure resulting in multiple segments. All segments were tested for continuity and only one open was found. The open was a result of the explant procedure as it was found at an outer tubing breach.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated.